Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported she had a cracked battery cap. Customer's husband glued to cap back together, but now the insulin pump does blank and alarms battery out limit every hour. Customer's blood glucose is 105 mmol/l. She stated there was some corrosion in the battery compartment. Customer was advised the battery cap is probably not making a good connection. A replacement battery cap was sent. Customer was advised to revert to a back up plan until she receives the replacement. Nothing further was reported.